Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: visual inspection revealed that the keypad button symbols were present with no visible damage to the keypad. Investigation confirmed all keypad buttons were responsive to button presses and functioning normally. The keypad buttons had normal click and spring-back. The keypad cover was removed and no issues were found with the keypad button contacts. Unrelated to the complaint, investigation revealed that the display screen text was dim, faded, and discolored. The contrast setting was increased from 8 to the maximum of 10, with little improvement observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 it was reported that there was an issue with the keypad buttons. It was unclear if the buttons were worn or if there was any other issue with the buttons. There was no adverse event reported. This complaint is being reported because the issue was not resolved with trouble shooting.